Manufacturer narrative:
The customer reported that while in patient use, the display on the bedside monitor went black except for the upper left corner which is white with some lines. Unit was fine when they admitted the patient, came back to do nibp but unit's screen went out. No patient harm reported. Customer would like to send the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that while in patient use, the display on the bedside monitor went black except for the upper left corner which is white with some lines. No patient harm reported.

Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacturer narrative. Additional information: c. Suspect products, reporter name and address, type of report: follow up, type of report, follow up, additional information/correction: event problem and evaluation codes. The customer reported that while in patient use, the display on the bedside monitor (bsm) went black except for the upper left corner which is white with some lines. Unit was fine when they admitted the patient, came back to do nibp but unit's screen went out. No patient harm reported. Customer has sent in the device for evaluation and repair. The reported problem of "display is all black except for the upper left corner which is white with some lines" was confirmed. Also, the lcd was found to be cracked.